Event description:
Hill rom versacare patient bed failed pm with a component failure. The bed was taken out of service until the power cord was repaired.

Event description:
Hill rom versacare patient bed failed pm with a component failure. The bed was taken out of service until the power cord was repaired